Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating to resolve the shocking issue, they "made sure it was safe before using it". It was reported the shocking sensation was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of movement disorders. It was reported the patient used a tens unit at his physical therapist office for his shoulder and neck and stated the first time he turned on the tens his whole body "went uh". The patient clarified it kind of felt like his body got shocked. The patient checked the ins and it was on and the patient did not experience any other symptoms or changes to therapy. The caller was redirected to follow up with the health care professional (hcp).